Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report. Section h. Box 4. Device manufacture date.

Manufacturer narrative:
(B)(4). Results: blood was present on pump max housing. The pump max was not functionally tested due to the returned condition (blood inside pump). Conclusions: evaluation of the returned pump max confirmed that blood was inside the device. This type of damage likely occurred from the misconnection of the aspiration tubing to the pump max thus bypassing the canister. Penumbra pump maxs are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the hospital staff inadvertently misconnected the aspiration tubing to the pump max and, upon aspiration, blood entered the pump max. The pump max turned off once blood entered the device. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Event description was updated to indicate that the hospital staff did not use a pump max canister.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the hospital staff did not use a pump max canister and inadvertently connected the aspiration tubing to the pump max directly and, upon aspiration, blood entered the pump max. The pump max turned off once blood entered the device. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.